Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to a femoral periprosthetic fracture. No trauma or other possible cause or contributor for the fracture was reported to the rep. The stem, head and liner were revised to an adm/mdm liner construct with a competitor head and liner. Rep reported that x-rays, medical records, and further information are not available due to hospital policy.